Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history record review was not performed as the lot number is "unknown" for this complaint. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle only safety mechanism failed. The following information was provided by the initial reporter: I first received the feedback on the needles on 11/18/22. I have heard that it has happened several times on different dates.

Event description:
It was reported that the bd safetyglide¿ needle only safety mechanism failed. The following information was provided by the initial reporter: I first received the feedback on the needles on 11/18/2022. I have heard that it has happened several times on different dates.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.